Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was clogged. The following information was provided by the initial reporter: when hooked up to a flush, would not flush. No patient harm.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-jan-2023. Investigation summary: one sample model mp5303-c was returned for investigation. The set was examined for defects and abnormalities. Excess solvent was observed near the female luer. A quality notification was sent to the manufacturer. A device history record review for model mp5303-c lot number 22109064 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was clogged. The following information was provided by the initial reporter: when hooked up to a flush, would not flush. No patient harm.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.